Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via a 24f sheath hole prior to a leadless pacemaker interventional procedure. The sutures of two prostyle devices were successfully placed. The interventional procedure was completed. Reportedly post procedure, a suture break occurred with both prostyles when closing the vein. Manual compression and a "z-suture" were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.